Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, after the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8697561) was completely released at the target site, the physician retracted the delivery wire and it was found that the tip of the delivery had broken off. It was found that the broken distal tip of the delivery wire was stuck in the stent and remained implanted in the patient with the stent. The stent was well opened. The procedure was prolonged by 40 minutes, but it was reported to be successfully completed. The patient was reported to be in stable condition. On 05-jun-2024, additional information received. Per the information, the patient is a 74-year-old female. The procedure was targeting an unruptured aneurysm on the c6 segment of the left internal carotid artery (lica). Per the information, the patient was on dual antiplatelet therapy before undergoing the endovascular embolization procedure ¿ information related to the name of the medication, dosage and frequency taken was not provided. The information confirmed there was no negative patient impact resulted from the reported issue. It was not known if the patient¿s hospitalization was prolonged; the patient has not been discharged from the hospital. The physician did not consider the 40-minute procedure extension to be clinically significant. The information indicated that during the 40-minute, the physician made unsuccessful attempts to retrieve the broken distal tip that remained in the patient. It is not known if there was dual antiplatelet medication administered during the procedure; the dual antiplatelet therapy was reportedly initiated due to the reported issue with the broken distal tip of the delivery wire remaining in the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The stent component remains implanted and is not available for return. The remainder of the device component is available to be returned for evaluation and testing. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697561. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. A fracture/separation at the distal tip of the delivery wire for the enterprise 2 stent while in patient, can potentially embolize, resulting in ischemia or infarct. In this case, there were no reports of patient harm; ¿the patient was in stable condition.¿ however, the event required the physician to spend 40-minutes performing the additional surgical intervention of several operative attempts to retrieve the fragment, which were ultimately unsuccessful. The event also indicates potential modifications to the prescribed anticoagulant therapy and possible prolonged hospitalization for observation. Additionally, since the separated fragment of the delivery wire left in patient was not stabilized, the possibility of the fragment dislodging from the stent and causing an ischemic event remains plausible. Based on the surgical intervention performed in the attempts to retrieve the separated fragment, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device component was received contained in the decontamination pouch. Visual inspection was performed. It was observed that only the delivery wire was returned for evaluation. The distal end of the delivery wirer was missing. No other damages were noted. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported in the complaint regarding the distal tip of the delivery being broken off was confirmed during inspection. It is suggested that the device was subjected to certain manipulation during the stent implantation that could have caused the delivery wire to break off during the withdrawal. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacture of the device. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Product was received at pal site on 21-jun-2024. The purpose of this MDR submission is to report that the product analysis lab received the complaint device component on 21-jun-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.